Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received dilaudid (20mg/ml, 0.961mg/day) in an implantable pump for lumbar radiculopathy and spinal pain. The patient was referred to the healthcare provider (hcp) for removal of the pain pump. The patient had not been using the pump for several months prior to that. The reason for removal was ineffectiveness. The patient experienced a loss of therapy. The device was returned to the manufacturer for archive/storage. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.